Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) has been completed. The product was returned and the aic - controller failure (red alarm) was not confirmed. During this first bootup (after receiving console from fs), imc logs show there is no heartbeat from audioserver. Then the watchdog triggers a partial reset. It does that 3 times, and eventually it triggers a full reset. After every reset, we see a core dump for audioserver. After the full reset, there are no more resets triggered by the watchdog and the console boots up in english (instead of german). The bootup after full reset, there are log entries suggesting read error when reading ucfg.ini file ((B)(6) 2021 21:59:37). This file contains the language configuration. If the ucfg.ini file is not read, console will bootup in the default language (english). The case was started after the first partial reset. The pump paused on every reset (partial and full), and then it resumed after console bootup. Partial resets result in a pump pause and the screen goes blank for about 5 seconds. The complaint mentioned ac power was disconnected before the console restarted, and the logs confirm that ac power was disconnected at (B)(6) 2021 21:58:10, and the next partial reset (reset #2) happened at 21:58:15. But this is completely unrelated, as the previous partial reset (reset #1) happened while ac was connected. Issue was not reproduced in fs. Console was power cycled 5 times with ac plugged in, and 5 times without. Upon every bootup, console was kept powered on for about 5 minutes. The cause of the resets was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with post-op left ventricular assist device (lvad) was implanted with an impella rp device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a controller failure with no resolution specified. The patient ultimately expired. There is not enough information to exclude the device as an associated factor in the patient's demise.